Event description:
It was reported by the surgeon that five of the 15 cases of the preloaded intraocular lenses (iol) had a white fuzz on the haptics and/or on the optic edge. It looked as through the lens cut was incomplete or there was something wrong with the lens case or the plunger during loading. From additional information it was learnt that the dib00s lenses were all implanted, upon implantation the surgeon noticed white fuzz around the haptics and optic haptic junction. The lenses all remained implanted in the eye. No other information is available. This report is 3 of 5 cases. Separate reports are being submitted for other 4 cases.

Manufacturer narrative:
. The device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.